Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specification. (B)(4).

Event description:
As reported on (B)(6) 2015, a pt of unk age and gender presented for an endovenous laser procedure. During preparation of an evlt/pvak procedure the doctor noticed that the fiber tip of the fiber had detached inside of the sterile packaging. The device was set aside and the procedure was successfully completed with a new of the same device. There was no harm or injury to the pt as the device did not come into contact with the pt. It was reported the disposable device is not available for return to the manufacturer for evaluation as it ws disposed of by the user.

Manufacturer narrative:
As no sample was returned to angiodynamics, a device evaluation could not be performed. The customer's reported complaint description of a broken fiber is unable to be confirmed since no product was returned for evaluation. Without receiving product to evaluate, we are unable to definitively determine root cause for this event. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications, component lots met all material, assembly, and performance specification. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". During the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging shipment. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4). The follow up MDR for this complaint record was originally submitted on (B)(4) 2016 via usps. Due to esubmitting requirements,it was returned for resubmitting.